Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past year.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and it was unable to keep a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.